Manufacturer narrative:
The customer stated the table would not lower. Tech support talked with the customer who said the problem was found to be a worn splash crash switch. Tech support provided biomed, the part number for a replacement part. Product monitoring followed up with customer who said their liebel flarsheim trained biomed replaced the worn splash/crash switch and the system was in full operation. The system is designed to stop movement when it pushes against an object. In this case, the worn sensor sent the signal causing the table top to stop lowering.

Event description:
On (B)(6): customer reports during an undetermined urology procedure, the cysto table would not lower. Staff was able to move patient off the table, transfer to another room, where procedure was completed without further incident. Customer did not provide procedural or patient information, other than to state the patient is fine. No reported injury.